Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned in segments and analyzed. The distal lv (low voltage) electrode of the lead was covered with a white substance. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedence due to a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.